Event description:
It was reported that on (B)(6) 2024, a 18 mm amplatzer septal occluder was selected for implant. During the procedure, it was noted that the device presented in a cobra deformation. The device was removed and replaced with another 18 mm amplatzer septal occluder to resolve the event. The device was never detached from the delivery cable, there was no interaction with any cardiac structures, or angulation/kink in the delivery system. The procedure was completed with no clinically significant procedure delay. The patient remained hemodynamic stable throughout procedure and with no adverse consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two photos, and one video were received from the field, showing the device deformity. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the deformation could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was selected for implant. During the procedure, it was noted that the device presented in a cobra deformation. The device was removed and replaced with another 18mm amplatzer septal occluder to resolve the event. The device was never detached from the delivery cable, there was no interaction with any cardiac structures, or angulation/kink in the delivery system. The procedure was completed with no clinically significant procedure delay. The patient remained hemodynamic stable throughout procedure and with no adverse consequences.